Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected report type: upon review of this event, it was determined this event is not reportable. It was reported there were no allegations of deficiency involving the tag device, and a surgical bypass was performed, prior to insertion of the tag device, in the area of the superior vena cava bleeding. Additionally, the patient expired due to bleeding from a vessel that was not traversed by a gore device. Therefore, the medwatch that was sent previously will be retracted.

Event description:
On (B)(6) 2014, the patient underwent treatment of a penetrating ulcer located in the aortic arch between the left subclavian artery (lsa) and left common carotid artery (lcca). It was reported a bypass of the innominate to the lcca was first performed. A conformable gore® tag® thoracic endoprosthesis was advanced into position and deployed with no issue. It was reported that no post-deployment ballooning was performed. Final angiography reportedly showed exclusion of the penetrating ulcer with good placement of the tag device. It was reported that during preparation for closure when the retractors were removed, there was excessive blood loss (amount unknown) in the thoracic aorta near the innominate artery. It was reportedly determined that the vena cava had become compromised (cause unknown) in some manner sometime during the procedure, and blood loss was occurring through the compromise in the vena cava. The patient reportedly became hypoxic, so blood transfusions were administered. It was also reported that multiple attempts were made to suture the compromise in the vena cava, but the sutures would not hold in the tissue. According to report, the patient was able to be resuscitated, but it was reportedly unknown if the patient would recover brain function upon being removed from respiratory support. It was reported the patient¿s family elected to withdraw respiratory support, and the patient expired during the procedure. It was reported the patient expired due to exsanguination from the compromise in the vena cava. It is reportedly unknown if an autopsy was performed. Additional information has been requested.

Event description:
It was reported the patient expired due to uncontrollable bleeding from the junction of the superior vena cava and innominate vein and the subsequent shock and cardiac arrest that resulted from the bleeding.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.